Manufacturer narrative:
This is a final report. The reported meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2016 at 10:16 am she tested her blood glucose with her adc meter and received a reading of 197 mg/dl. Customer self-administered 45 units of unspecified insulin, and went to sleep because she was feeling "tired and incoherent". She woke up around 11 am and "felt weak with a pain in her chest". Customer was taken to a hospital and stated she "found out at the hospital that she overdosed on insulin that caused the heart attack." She stated she did not know what treatment she was given as she was "incoherent and did not know what the doctors were doing to her." Customer denied a diagnosis of hyper- or hypoglycemia, and stated she was diagnosed with "an over-dosage of insulin". She was hospitalized from (B)(6) until (B)(6) 2016 when she was discharged. Multiple attempts were made to reach the customer for further information, without success. There was no report of death or permanent injury associated with this event.